Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and loss of capture during the patient's routine follow-up. The lead was dislodged from the heart wall. The patient underwent a surgical intervention to remove the lead and implant a new product. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory the high thresholds and loss of capture allegations were not confirmed based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor fractures. The dislodgement allegation was not confirmed, lab observations and field report were insufficient to verify dislodgement. The lead tip appeared normal.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and loss of capture during the patient's routine follow-up. The lead was dislodged from the heart wall. The patient underwent a surgical intervention to remove the lead and implant a new product. No additional adverse patient effects were reported.